Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during testing, the jaws of the device could not be closed. Another handle and the same reload were used to complete the case. There was no patient involvement.